Event description:
It was reported that unspecified malfunction occurred. Reportedly, the customer was hospitalized with diabetic ketoacidosis; details and nature of hospitalization were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond and issue could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.